Event description:
It was reported the subject camera head was not producing an image. A similar device was used for the procedure. There was no patient harm or injury reported.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject camera head was not producing an image. A similar device was used for the procedure. There was no patient harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device also failed water leak test from the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue was due to a bad cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.